Event description:
On 22 may 2024, the complainant contacted leica biosystems with the following information: ¿processing issues over the weekend processing issues over the weekend, overprocessed reprocessed specimens, no further info¿. On 22 may 2024 and 05 june 2024, the assigned fas visited the complainant site to assess the operation and function of the instrument and documented: ¿sometime on (B)(6) or possibly (B)(6), a 70% ethanol in bottle #4 and xylene in bottle #11 were changed out and possibly mixed up when reinserted into the processor, or one or both were filled with the wrong reagent (according to the histology manager). After the reagents were changed, 4 individual biopsy runs (using the lab¿s ¿small¿ protocol ¿ 2h42mins) were processed before a problem with the processing and reagents were identified. When an issue with the tissue processing was identified (recent specimens run were found to be under-processed), the thought between the staff was that the wrong reagent was placed in one or two bottles on the processor...after reagents on this processor were changed out, 3 of the 4 affected runs were reprocessed as indicated above. They were not run backwards first and their final outcome after being re-processed is that they were overprocessed: very dry, hard, and brittle tissue, with some falling out of their block as stated by the histology manager¿¿. The fas documented that the affected patient tissue samples were derived from one (1) ¿¿small¿¿ protocol comprising 147 cassettes, which started in retort a at 11:00 on (B)(6) 2024 and completed at 13:42 on (B)(6) 2024; one (1) ¿¿small¿¿ protocol comprising 121 cassettes, which started in retort b at 19:00 on (B)(6) 2024 and completed at 21:42 on (B)(6) 2024; one (1) ¿¿small¿¿ protocol comprising 65 cassettes, which started in retort a at 21:00 on (B)(6) 2024 and completed at 23:42 on (B)(6) 2024; and one (1) ¿¿small¿¿ protocol comprising 106 cassettes, which started in retort b at 00:00 on (B)(6) 2024 and completed at 02:42 on (B)(6) 2024. The affected patient tissue type(s) were documented as ¿biopsies¿ and the affected tissue artefact was described as ¿initially under-processed, then after re-processing, specimens are overprocessed: very dry, hard, and brittle tissue¿. The affected patient tissue samples were re-processed by ¿tissue was blotted dry, then put back through same ¿small¿ protocol to be re-run. Tissue was not run back to clear the wax from tissue. (*only the last 3 out of the 4 runs affected have been re-processed so far. Lab intends to re-process the last one remaining ¿ the 11:00 run ¿ but waiting to ascertain what went wrong with the others first before proceeding.)¿ on 06 june 2024, leica biosystems melbourne received the following information from the leica applications specialist, technical support in relation the patient impact/outcome: ¿please note that we still do not have a final status on the tissue samples affected in this incident; as there are 439 samples involved, it may take quite some time to get a firm answer from [complainant name] on each of their status.¿ information regarding both the final status of the affected patient tissue samples and the associated patient impact/outcome involved has not been provided to leica biosystems. This information was requested from the complainant by leica biosystems on 22 may 2024 in person, 28 may 2024 by email and 31 may 2024 by telephone. As at 21 june 2024, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿small¿ protocol comprising 147 cassettes which started in retort a at 11:03 on (B)(6) 2024 and completed successfully at 13:42 on (B)(6) 2024, the ¿small¿ protocol comprising 121 cassettes which started in retort b at 18:59 on (B)(6) 2024 and completed successfully at 21:40 on (B)(6) 2024, the ¿small¿ protocol comprising 65 cassettes which started in retort a at 20:54 on (B)(6) 2024 and completed successfully at 23:33 on (B)(6)2024, and the ¿small¿ protocol comprising 106 cassettes which started in retort b at 23:58 on (B)(6) 2024 and completed successfully at 02:37 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported from the four (4) affected runs was a use error which occurred at 08:00 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Due to the use error detailed, the reagent in bottle 5 (ethanol) with an ethanol concentration of 69% was used for the final dehydration step in the four (4) affected runs, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Information regarding both the final status of the affected patient tissue samples and the associated patient impact/outcome involved has not been provided to leica biosystems despite a reasonable demonstratable attempt to obtain this information. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.